Event description:
Supplemental info provided states, "progression of illness leading to diagnosis of multiple sclerosis; possible fibromyalgia and rhuematoid arthritis and other undetermined degenerative neurological disease; eyesight worse, hearing loss."